Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) ruptured during pullback. The physician noticed that there was a calcium in the artery before closing. After taking out the device, the balloon was tested, and they noticed a significant hole. The sealant was never deployed. Thus, they had to revert to manual compression. There was no reported patient injury. The user was trained with mynx control vcd. The device was returned for evaluation. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual inspection, both button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The procedure sheath was locked on to the sheath catch. The sealant was exposed to blood, covering the balloon neck as received. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water (mynx control instructions for use (IFU)). The results revealed a leak in the balloon of the returned device. Per microscopic analysis, a radial tear was observed at approximately 3.5mm from the proximal balloon neck, under high magnification. A product history review of lot f2106902, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The exact cause of the reported event could not be conclusively determined. Patient factors, such as calcified vessels, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow and no evidence of significant pvd in the vicinity of the puncture. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) ruptured during pullback. The physician noticed that there was a calcium in the artery before closing. After taking out the device, the balloon was tested, and they noticed a significant hole. The sealant was never deployed. Thus, they had to revert to manual compression. There was no reported patient injury. The user was trained with mynx control vcd. The device will be returned for evaluation.